Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation conclusions), h11.

Event description:
It was reported by hospital during use that cardiosave intra-aortic balloon pump (iabp) alarmed as temperature was too high and the system crashed .there was no patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6), ful event site address is: (B)(6) and event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found the drive valve group and muffler is leaking and needs to be replaced. The equipment replaced the drive valve group, and the equipment was tested for performance according to the factory requirements. All test results passed and can be delivered to customers for use.